Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead revealed chronic over-sensing of noise causing pacing inhibition, which was noted alongside a patient condition of vein stenosis. The patient refused a lead extraction, so the rv lead was surgically revised on (B)(6) 2022, and corrective programming changes were made to resolve the over-sensing of noise. The patient was stable throughout.